Event description:
Additional information: the return device analysis for the 5.0x150mm absolute pro sess identified that the tip was separated from the inner member and not returned. Follow-up with the account could not confirm that the tip was not left in the patient. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional analysis was performed on the returned device. The reported difficulties were confirmed on the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties were likely due to case circumstances. In this case, the cause for the failure was likely the result of the outer member separation noted at the distal end of the shuttle. The outer member separation likely occurred due to the attempt to rotate the thumbwheel with force against resistance. It is likely that the distal shaft was kinked or entrapped within the anatomy preventing movement of the shaft lumens and allowing only partial stent deployment. Continued force in the attempt to rotate the thumbwheel likely caused the outer member to separate. Additionally, it may be possible that lateral force was applied to thumbwheel while attempting to rotate causing the handle halves to slightly separate allowing the ribbon to spool around the center handle pin instead of the thumbwheel. Further, the stent stretching, and tip separation were likely the result of removing the delivery system with force while the stent was partially deployed. The reported resistance during initial advancement indicates that challenging anatomical conditions was the likely cause for this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Type of reportable event: malfunction to serious injury patient code 2199 removed.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The omnilink device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the superficial femoral artery (sfa) and another unspecified artery. A 6.0x19mm omnilink stent delivery system (sds) failed to cross an unspecified lesion due to resistance with the anatomy. During removal, force was applied due to resistance with the anatomy. When the catheter was removed and the device was outside the patient, it was noted that the stent moved on the catheter (proximal to the balloon). Nothing remained in the anatomy. Following several pre-dilatation's, a 5.0x150mm absolute pro self-expanding stent system (sess) was advanced to the sfa; however, resistance with the anatomy was felt. An attempt to deploy the sess was made, but there was resistance with the thumbwheel and force was applied. During resistance, the handle slightly opened. The thumbwheel could not be moved anymore; therefore, the sess was pulled, and the stent finally deployed at the target lesion and it extended up to the iliac artery. The procedure was successfully completed with the deployment of the stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.